Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported the philips the device monitor would not turn on during an attempt to diagnose stemi (st-elevation myocardial infarction). The device was reported to be in use on a patient, causing a delay in life-threatening emergency diagnosis/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The patient was delivered to the hospital via ambulance in the same condition as initial contact as the patient was treated for symptoms regardless of availability of monitoring. A philips field service engineer (fse) evaluated the device and was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported the philips the device monitor would not turn on during an attempt to diagnose stemi (st-elevation myocardial infarction). The device was reported to be in use on a patient, causing a delay in life-threatening emergency diagnosis/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The patient was delivered to the hospital via ambulance in the same condition as initial contact as the patient was treated for symptoms regardless of availability of monitoring.